Manufacturer narrative:
The reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The defib cable receptacle was replaced as a precaution. There was no evidence in the device activity log that a reset occurred. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately rebooted power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.